Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she changed the battery on the insulin pump and now it wouldn't turn back on. She changed the battery multiple times and anomaly persisted. Blood glucose was 99 mg/dl. The device has not physical damage. The device was not dropped or bumped. Contact on the battery cap was not missing or damaged. Battery compartment or spring was neither damaged nor corroded. New battery was inserted and display did not return. Customer was advised to clean contacts, insert a new battery and display returned. Self test was performed and device passed. Customer was advised to monitor the device. A small crack was noted on the battery compartment threads. Customer declined troubleshooting for now. No further information reported.